Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, the event, ¿foreign materials on the nozzle/the object lens/cover of the distal end section¿, was confirmed. It could not be specified what the foreign material was. The root cause of the remaining foreign material could not be identified since it was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). It was confirmed that the section of the device with the foreign material residue had no deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation the additional evaluation findings were as follows: the bending angle in up direction did not meet the standard value and the play of up/down knob was out of standard value due to wear of the angle wire, the water tightness was lost due to a pinhole on the bending section cover, the adhesive on the bending section cover had a white-clouded area, the bending tube had a dent, the connecting tube had various damages noted, the image had dark area partially due to dirt on the objective lens due to a cut on a heat shrinking tube of forceps elevator, the expected insulation capacity could not be obtained on the control section and there were various damages noted on various parts, such as scratches, dent, chip, discoloration, paint peeling, and deformation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that there were foreign objects in the nozzle, plastic distal end cover, objective lens and light guide lens. There were no reports of patient harm.